Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump received an error in the motor was detected by reading unexpected value from hall sensor and failed battery test. The customer¿s blood glucose level was 280 mg/dl. The customer was not able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No failed battery test alarm noted during testing or in the device trace download. Insulin pump alarmed no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind due to corroded motor home switch. Unable to confirm an error in the motor was detected by reading unexpected value from hall sensor error alarm or perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to no motor movement or negligible movement. Retries to free a stuck motor failed error. Device received with minor scratched display window, case and keypad overlay.